Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor auto zero failed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor auto zero failed" error message. During troubleshooting, the rse provided the following instructions (per the service manual); verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. The customer was provided with the part number for a replacement solenoid valves, and da pcba. Investigation ongoing / resolution pending

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the data acquisition board was reseated to resolve the issue.